Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the possible proximal type I endoleak from the bifurcate, reported endotension, and the reported residual proximal type I endoleak after implant of the cuff cannot be conclusively determined from the images provided. Films at implant, earlier post-implant films that showed the type ii endoleak and aneurysm expansion, additional films that showed the bifurcate proximal type I endoleak, and films during the secondary intervention were not returned for review and comparison. There was no scale ruler visible in the images provided, so no exact measurement can be obtained. However, the images provided showed that there currently appears to be lack of proximal seal on the right side. The proximal margin of the bifurcate did not appear to be opposed to the aortic neck on the right side. It is possible that the reported type ii endoleak may have contributed to the aneurysm expansion in the vertical direction, which may have led to the aortic neck dilatation. The pre-implant drawings provided showed that the aortic neck to the aneurysm was acutely angulated approximately 70 deg r-l. The post-implant images provided showed that the proximal aortic neck/proximal bifurcate margin to the mid aaa was angulated approximately 50 r-l. It is possible that aortic neck dilatation from aneurysm expansion in the vertical direction caused by a possible type ii endoleak or endotension, combined with the aortic neck angulation may have contributed to the possible proximal type I endoleak from the bifurcate. The aortic neck angulation may have also contributed to the residual proximal type I endoleak after implant of the cuff.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56 mm x 63 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 19 mm to 20 mm to 21.5 mm to 20.5 mm to 17.5 mm to 20.5 mm in diameter along a 32 mm length. It was reported that, approximately two years and seven months post index procedure a CT revealed that the aneurysm had enlarged to 66 mm x 78 mm in diameter. An endoleak was not confirmed and no intervention was performed. It was reported that, approximately three years and one month post index procedure a CT revealed that there was a proximal type I endoleak with a sudden aneurysm enlargement to 73 mm x 82 mm in diameter. The physician elected to implant an endurant aortic cuff was implanted below the level of the right renal artery. An angiogram then revealed that the endurant aortic cuff had a proximal type I endoleak. The physician elected to embolize the space between the vessel and the stent graft responsible for the endoleak using coil. The proximal type I endoleak persisted but was reduced and the procedure was completed. Per the physician, the cause of the event was due disease progression. The aneurysm expanded in a vertical line due to a type ii endoleak and endotension that caused the proximal type I endoleak to occur. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The cause of the space between the vessel and the aortic cuff, after the aortic cuff was implanted, was due to the patient anatomy of an aneurysm in the blood vessel distal to where the aortic cuff was attached. Consequently, that only allowed for approximately 5 mm of proximal sealing length and a space between the vessel and the aortic cuff was created that necessitated coil embolization to fill the gap. The gap was the source of the proximal type I endoleak.